Manufacturer narrative:
Pending receipt of involved device(s).

Event description:
Complaint received reporting reading/transducer issues with use of 42646-06 transpac IV mtg. Kit. The initial information received reports ".. (B)(6) 2016 after an arterial line was placed. Once connected, it would not transduce. A second set was primed and connected, which lasted less than 12 hours, and failed to transduce. It was replaced by a 3rd set in the a.m. Of (B)(6) (same patient). In the afternoon this set failed also .... Replaced it with a pa-catheter set. ". There were no reported adverse pt. Consequences. Additional event information and return of the involved devices although requested has not been responded to,